Manufacturer narrative:
The subject device was returned with the fragment to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was severely worn and partially missing. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section, consequently the proximal side of the tissue pad was damaged. Besides the tissue pad fell when the tissue pad was subjected to a load. The above device handling has warned in the instruction manual as follows: do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
We received the following report. During a hernia surgery, the subject device was used. There was no abnormality for probe check of the device. When the user activated output a few times, the user heard a metallic noise from the device and noticed that the tissue pad was completely separated. The fragment fell inside the patient but was retrieved completely. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the tissue pad.